Event description:
The following was reported to gore by the field sales associate: on (B)(6) 2025, the patient underwent a endovascular treatment utilizing a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). The vsx device could be advanced to target vessel without any problems, but during the deployment step, the vsx device could not be released. The vsx device was removed from the patient and will be sent back to gore for further evaluation to determine why it could not be released.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H3 other; h6 codes b01, c21: the medical device returned for further investigations. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes updated to reflect all investigations performed and the findings from the device evaluation. Product history review: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Engineering evaluation of the device could not confirm the reported failure of inability to release the device as deployment was able to continue with the knob. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information. While the kinks in the dual lumen and distal shaft are consistent with either damage during the procedure or additional handling after the procedure, the timing cannot be established with the available information so the root cause could not be established. The reported inability to deploy could not be independently confirmed following evaluation of the returned device. Engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The root cause of the deployment failure could not be established with the available information, including evaluation of the returned device.

Manufacturer narrative:
H6 codes b01, c19: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Engineering evaluation of the device could not confirm the reported failure of inability to release the device as deployment was able to continue with the knob. Evaluation of the returned device indicates that deployment knob was detached from the hub, and the outer zipper was partially deployed. There was a kink in the dual lumen, and a kink in the distal shaft at the transition. A guidewire was passed to stabilize the device for deployment, and the deployment was able to continue utilizing the knob. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent a endovascular treatment utilizing a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). The vsx device could be advanced to the target vessel without any problems, but during the deployment step, the vsx device could not be released. The vsx device was then removed from the patient.